Manufacturer narrative:
Device remains implanted in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted were pxt281212 and pxl161207.

Event description:
In 2006, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. A follow-up CT taken sometime in 2007 revealed the patient had a distal endoleak in the right common iliac. The physician could not determine whether it was a type I or type ii endoleak. Approx two months later, an angiogram was taken and the endoleak was still present, the physician still could not determine whether it was a type I or type ii endoleak. A decision was to re-balloon the contra lateral leg. This resolved the endoleak. The patient tolerated the procedure well.